Manufacturer narrative:
Concomitant medical products: 5866-38m adaptor; 5071-35 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the left ventricular (lv) lead and adapter had high impedance measurements. It was noted that the lv tip electrode impedance had a high degree of variability with isometric left arm movements. It was also noted that noise was present on the electrogram (egm). It was noted that reprogramming was done, and both leads were turned off. No patient complications have been reported as a result of this event.